Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced several syncopal episodes. Boston scientific technical services (ts) referred the patient's advocate to the physician. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.